Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues with the laser system. A field service checklist was performed. The unit complied with all factory settings. A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within j&j specifications. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient experience incomplete capsulorhexis, resulting in an unplanned vitrectomy. Doctor was able to finish the procedure and insert the intraocular lens.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.